Event description:
It was reported that during a biliary stenting treatment procedure, the stent failed to deploy. An 8fr 10x80mm 194cm wallstent biliary stent had been selected and advanced to treat an unspecified lesion. The physician was unable to deploy the device in its intended location as the stent "couldn't be opened". The device was removed and the procedure was completed with another of the same device. There was no injury to the patient reported with the patient's current condition listed as "stable."